Event description:
The customer reported the system shut down without command during an exam. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, lemo connector, power control board and ps1 power supply were replaced. The system was then found to be operating as intended.